Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check could not be performed with tandem technical support as the user changed all the supplies. Additionally, it was reported that an auto off alarm occurred. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. Reportedly, the user's blood glucose (bg) level for the occlusion alarm was 512 mg/dl. The user addressed bg level with a manual injection. The user did not remember their bg level for the auto off event.